Event description:
It was reported that the device won't calibrate and was out of range when the customer tried to get it to pass the accuracy range. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance, replaced air-in-line and left iui (inter-unit-interface). Based on the findings, service was unable to determine the root cause. Device history record: a review of the device history record showed the device had a manufacture date of 22/jun/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't calibrate and was out of range when the customer tried to get it to pass the accuracy range. No additional information was provided. There was no patient involvement.